Event description:
The pt was admitted for an automated implantable cardiac defibrillator (aicd). The aicd malfunctioned and the pt received 18 shocks. The aicd was suspected to have an insulation breakage. A new aicd was inserted into the pt. The tip of the old lead was left in place, cut and capped. The pt was kept in the hosp overnight and there were no complications.